Manufacturer narrative:
No unexpected pump error 23 alarms noted during testing. Device passed displacement test and selftest.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had several post-reset ram crc alarm. The customer blood glucose level was 243 mg/dl. The customer was assisted with troubleshooting. Customer was crying and frustrated regarding the insulin pump. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer was advised to disconnect from the insulin pump and revert to back up plan. The device will be returned for analysis.